Event description:
During product evaluation by baxter personnel, a colleague infusion pump experienced a 12:119:187:0007 failure code during power up on ac power. This condition has potential to interrupt delivery. This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. The colleague infusion pump with user interface module master software is unknown. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed by service. "This complaint is an ancillary service event opened during investigation of (B)(4)". The cause was determined to be a faulty unit interface module printed circuit board. "To correct the condition, the faulty unit interface module printed circuit board was replaced." If any additional information is received, a follow-up MDR will be sent.